Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the battery life of this pacemaker had two and a half years remaining in a span of four years from explant date. The patient was having atrial fibrillation since middle of last year. The battery diagnostic data indicated that the higher power consumption was most likely due to the atrial sensing. The device remains in service. No adverse patient effects were reported.